Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va16ept, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI#: (B)(4). All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller didn¿t know the patient¿s status. Caller had been told that the patient had high impedances on electrodes 0, 1, 2, and 8. Caller said impedances were not >40k but they thought that they were in the 20-30k range on monopolar pairs. They were planning on doing a lead revision on the right side because the lead was too lateral. Surgeon was hoping to also address the high impedances on #8. Since they would be placing a new dbs lead on the right side and the surgeon was aware that new leads sometimes had elevated impedances the surgeon wanted to try to test the ins-extension connection by placing a needle into the extension to create a circuit (thereby taking the lead out of the integrity testing). Reviewed that they would get low impedances and shorts probably showing on impedances results, but that wouldn¿t necessarily prove they had integrity between the extension and ins. Reviewed that testing lead separately would be the best way to figure out source of elevated impedances. In a follow up call the rep had stated that it was the lead that was the issue, and when it was revised there were no problems found. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported and confirmed that the device would not be returned for analysis. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device would not be returned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified the placement of the lead was too lateral. The cause of the high impedance remained unknown. The patient weight was updated. The device was to be returned. No further complications were reported as a result of this event.